Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to pump falling into a river as customer took pump off and placed it in a tube. Customer reported that as a result, insulin pump had a blank screen display, had a constant tone, was vibrating without alarm or alert, received a motor error alarm and button error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces also, moisture damage was found on the electronic assembly, battery tube, vibrator assembly and found corroded motor home switch during our visual inspection. No button error alarm during testing. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, or verify motor error alarm due to no button response. The insulin pump had partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and missing the end cap sticker.